Manufacturer narrative:
The insulin pump was received with blank display due to corrosion all electronic assembly. Moisture damage was found on motor home switch. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip.

Event description:
The customer's brother reported via phone call that the insulin pump would not turn on. The customer's blood glucose was 185 mg/dl at the time of incident. The customer's brother stated that there was fluid under the lcd display. The customer's brother stated that the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.